Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 25155073 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, vasoview hemopro 2 was used by them, evh, left gsv, right sfa to peroneal bypass with reversed gsv. At the end of the case just before stab-n-grab one side of the c-ring was twisted, contorted out of the normal shape. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, vasoview hemopro 2 was used by them, evh, left gsv, right sfa to peroneal bypass with reversed gsv. At the end of the case just before stab-n-grab one side of the c-ring was twisted, contorted out of the normal shape. The hospital did not report any patient effects.